Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 6007676 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 6007676 was manufactured according to the work instruction (wi) version 97 packaging in the multivac 14 on 13/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 14/may/2025 against malfunction code no malfunction based on complaint information, harm code infection (requires advanced medical intervention e.g., i.v. Antibiotics, surgical debridement or excision) and lot 6007676 and no other complaints have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to malfunction reported, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the patient's mother that her child faced an event where there was redness and infection due to site at infusion set insertion site on (B)(6) 2024. The blood glucose level of the patient was high over 400 mg/dl which was treated by correction injection via multiple daily injection. Also, the patient had high ketones. Therefore, the patient went to emergency room for two hours. The patient was given antibiotics and infection site was drained. The patient was released from hospital from (B)(6) 2024. Moreover, the issue occurred with one infusion set used for two days. No further information was available.